Event description:
The patient contacted animas on (B)(6) 2011 alleging there was no power to the pump. The patient informed customer support that her blood glucose (bg) on the morning of (B)(6) 2011 was 560 mg/dl with symptoms of feeling shaky. The patient denied having symptoms of nausea, vomiting, abdominal cramps, shortness of breath, chest pain, frequent urination, hunger or thirst. It was reported that the patient treated the high with insulin by syringe. It was noted that the patient's bg was 523 mg/dl and the patient stated she felt better and the shakes had abated. At the time of troubleshooting, customer support discovered that the battery was put in incorrectly into the pump. The patient claimed she had replaced the pump's battery the night before (right before going to bed) and went straight to bed. The patient stated she did not recall if verification screen appeared on the pump after replaced the battery. Although there is no indication that the pump malfunctioned, this complaint is being reported because the patient obtained a bg over 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
An incorrect serial number was originally entered onto this report. The correct serial number for this report is (B)(4).

Manufacturer narrative:
(B)(4):the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current black box data indicated no power issues. There was no damage found to the battery cap or battery compartment. The battery cap was able to secure appropriately to the pump. The pump powers on normally with no alarms. The pump was exercised for 29 hours with no delivery or power issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The patient admitted to inserting the battery incorrectly.